Event description:
Spacelabs received a report that a model 91517 capnography module stopped working after 30 minutes.

Event description:
Spacelabs received a report that a model 91517 capnography module stopped working after 30 minutes.

Manufacturer narrative:
The customer stated that the waveforms and numbers disappeared after 30 minutes. The investigation is underway. No one has been injured as a result of this alleged malfunction. We will provide a supplemental report once our investigation is complete.

Manufacturer narrative:
A spacelabs field service engineer evaluated the subject device at the customer's site. The root cause was identified as an uncommon workflow in which a humidifier was used in the patient breathing circuit and caused an occlusion in the sampling line. An excessive amount of water collected in the gas sampling line and blocked the gas flow. As a result, the reading went to zero and waveform degraded. The device gave an occlusion alarm to alert the user to prevent injury. The customer has been made aware of this. No one has been injured as a result of this alleged malfunction. We have concluded that this report is final and consider this issue closed.